Event description:
Fourteen months post tavr, severe central aortic insufficiency (cai) was seen on imaging, and approximately one month later the patient underwent re-intervention. Initially after the original implant, the patient left the operating room with mild cai. The patient was readmitted 15 months later with severe cai. The decision was made to deploy a second valve. A thoracotomy was performed and apical sutures were placed. No bav was done due to the severe cai. The second 26mm sapien valve was positioned 50:50 inside the first sapien valve and was deployed under rapid pacing. Post deployment echo showed zero pvl, zero cai and no effusion. The devices were removed from the patient without issue. The patient was transferred to the unit in stable condition. The transesophageal echo (tee) that was taken 14 months post tavr had revealed moderate-severe aortic valve prosthetic regurgitation, bordering on severe. The mechanism appears to be failure of an aortic valve cusp to close (the location of the faulty cusp most close approximates the position of the anatomic non coronary cusp). There was trivial periprosthetic regurgitation. No vegetations noted.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. In this case, per report, the cause for the cai is due to the failure of a valve leaflet to close. With the information provided, the cause of the leaflet failure is unknown. The valve was not explanted, and therefore evaluation of the valve cannot be performed. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.